Event description:
The customer tested her blood glucose three times and had the following readings: 400, lo, and 156. The tests were taken back to back. The contact did not allege the customer experienced any adverse events. The contact alsto stated that the customer does not always close the lid on the bottle of strips and sometimes strips will fall out. The strips are to be returned for eval, and replacement strips will be sent.